Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The tubing set was being used to deliver 50 ml of an unspecified concentration of vincristine, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a unspecified 60 ml syringe was connected to the clave y-site of the tubing set for an IV push delivery of doxorubicin. It was reported that after 5-10 mins, approximately 25 ml of solution had leaked from the clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. It was reported that the silicone sleeve of the clave port at the y-site of the tubing set remained in the depressed position. The tubing set and medication were replaced and the therapy was resumed. No specific details were provided. The customer contact reported a delay of therapy of approximately 45 mins. However, there were no reported adverse pt effects. No med interventions were required. Though requested, no add'l info was provided.